Manufacturer narrative:
(B)(4). Conclusion: the device has been returned. Visual and functional evaluation was performed. In the first four shots the straps come out disintegrated broken in parts as dusty condition. The root cause is not determined.

Manufacturer narrative:
Date sent to the FDA: 03/11/2016, in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and straps were used. During the device use in the patient, the strap came out in broken pieces. There were no adverse patient consequences. Additional information has been requested.